Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the transfer set had become loose from the adapter, which is a known cause of the reported leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adapter on a minicap transfer set became loose and leaked. This event occurred during use with patient involvement. The nurse stated that it was the transfer set came loose at the plastic adapter on the patient's catheter. The patient had clamped the line immediately and covered the area with gauze as directed. There was no blood loss. The transfer set was changed, and the patient received prophylactic antibiotics. The patient experienced no abdominal pain, bleeding, or any sort of reaction. There was no damage noted on the transfer set or other components. The nurse educated the patient regarding regularly checking the connection on the transfer set for a secure connection. There was no patient injury or medical intervention associated with this event. No additional information is available.